Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, narrow, proximal femoral artery that was 80% stenosed. During deployment of the 5.0 x 120 mm supera stent, when opening the deployment lock the stent would not release from the delivery system. The stent was pulled back into the sheath and removed together with the support sheath. An unspecified self expanding stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The deployment issue was unable to be confirmed due to the condition of the returned device. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. Withdrawing the delivery system with a partially deployed stent would cause the tip to detach when the withdrawal forces of pulling the partially deployed stent through the reduced area of the introducer sheath exceeds the tensile strength of the inner member. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, analysis of the returned device identified the inner member and tip jacket were separated at the distal end of the ratchet stem. A photo of the damage received from the hospital confirmed the damage noted during analysis.